Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that no capture was observed on the lv lead. Chest x-ray confirms lead dislodgement. The patient is stable. The lead was explanted, replaced and discarded.